Event description:
Was attempting to backflow 300ml ns (normal saline) into bladder prior to removing foley catheter per md order. Flushed 55ml of ns into the foley balloon port and balloon ruptured. Pieces of balloon left in bladder, patient required trip back to or for removal.